Manufacturer narrative:
(B) (4) - surgical intervention required. The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three related complaints. Please refer to manufacturer report numbers 3005099803-2010-00943 and 3005099803-2010-00870 for the other associated device information. It was reported to boston scientific corporation that a gold probe, an endostat ii electrosurgical generator, and an endostat footswitch were used during an esophagogastroduodenoscopy (egd) procedure within the duodenum on (B)(6), 2010. According to the complaint, the patient was being treated for a duodenal ulcer. Upon removing a clot from the ulcer, the site began to actively bleed. The physician attempted to control the bleed by placing a clip; however, he was unable to place the clip in a location that adequately controlled the bleed. The physician then used a gold probe (in conjunction with the endostat unit and footswitch) to try and coagulate the bleed site but was again unsuccessful. The patient was sent to open surgery to stop the bleed where the surgeon was able to successfully control the bleed. The patient was sent to the ICU for one night and was awake, alert, and well the following morning when he was released from the hospital. Following the procedure, the complainant tested the gold probe, endostat unit, and endostat footswitch and could not identify any issues with them. They noted that the endostat unit is typically used to provide coagulation and irrigation simultaneously, which coupled with the amount of blood, may have inhibited successful hemostasis. Note: on (B)(6), 2010, a physician at the complainant facility filed a report with a boston scientific sales representative concerning the aforementioned gold probe. At this time, the complainant did not mention an issue with the endostat unit and footswitch. On (B)(6), 2010, a biomedical technician filed a separate report regarding concerns related to an endostat unit and footswitch. It was not discovered until (B)(6), 2010 that these two separate reports in fact dealt with devices used in unison during the same procedure. Corrected information: this report pertains to one of three related complaints. Please refer to manufacturer report numbers 3005099803-2010-00943 and 3005099803-2010-00869 for the other associated device information.

Event description:
Note: this report pertains to one of three related complaints. Please refer to manufacturer report numbers 3005099803-2010-00943 and 3005099803-2010-00870 for the other associated device information. It was reported to boston scientific corporation that a gold probe, an endostat ii electrosurgical generator, and an endostat footswitch were used during an esophagogastroduodenoscopy (egd) procedure within the duodenum on (B) (6) 2010. According to the complaint, the patient was being treated for a duodenal ulcer. Upon removing a clot from the ulcer, the site began to actively bleed. The physician attempted to control the bleed by placing a clip; however, he was unable to place the clip in a location that adequately controlled the bleed. The physician then used a gold probe (in conjunction with the endostat unit and footswitch) to try and coagulate the bleed site but was again unsuccessful. The patient was sent to open surgery to stop the bleed where the surgeon was able to successfully control the bleed. The patient was sent to the ICU for one night and was awake, alert, and well the following morning when he was released from the hospital. Following the procedure, the complainant tested the gold probe, endostat unit, and endostat footswitch and could not identify any issues with them. They noted that the endostat unit is typically used to provide coagulation and irrigation simultaneously, which coupled with the amount of blood, may have inhibited successful hemostasis. Note: on (B) (6) 2010, a physician at the complainant facility filed a report with a boston scientific sales representative concerning the aforementioned gold probe. At this time, the complainant did not mention an issue with the endostat unit and footswitch. On (B) (6) 2010, a biomedical technician filed a separate report regarding concerns related to an endostat unit and footswitch. It was not discovered until february 16, 2010 that these two separate reports in fact dealt with devices used in unison during the same procedure.

Manufacturer narrative:
Additonal information: the serial number of the suspect device was identified when it was returned.an evaluation of the returned device found that the footswitch was causing intermittent output during testing; if the cord was manipulated while the power pedal was pressed, the output from the unit would be irregular. The condition of returned device was consistent with the complaint of troubles coagulating.a DHR review was performed and no deviations were found during original manufacturing.